Event description:
It was reported the flex deflectable videoscope image turns green. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests probable causes such as damage or deterioration of parts, it is likely that the reported green image was the result of a damaged charged-coupled device (ccd) unit. The most probable cause of the ccd damage is expected or random component failure without any design or manufacturing issue and or user handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.